Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defects were found. Functional testing was attempted but was not performed due to the receiver being non-functional upon receipt. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event of a frozen display screen. The root cause was determined to be a y2 crystal.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, that their receiver display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.